Event description:
The customer reported her blood glucose reached 500 mg/dl less than 24 hours after the pod was activated. She stated there was a delay during cannula insertion; the needle deployed the cannula "late." Upon removal she noticed the cannula was bent and the pod was "pumping out" insulin onto her skin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the malfunction needle mechanism (late deployment) or determine the root cause, or to confirm the bent cannula or determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.